Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no impact to customer¿s blood glucose level. Ultimately, customer was able to clear the alarms and resume insulin delivery.